Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, interrogation of the device showed episodes of post-paced t-wave oversensing on the ventricular channel. Reprogramming resolved the issue and there were no adverse consequences for the patient.